Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lactate dehydrogenase acc. Ifcc ver.2 on a cobas c 503 analytical unit. The sample initially resulted in a ldh value of 700 u/l. The sample was repeated three additional times, resulting in values of 260 u/l, 169 u/l, and 171 u/l.

Manufacturer narrative:
The customer noticed that the cuvette cover was corroded on top and there was dirt underside. The customer suspected that serum/dirt from the cuvette cover fell into cuvettes. A reagent issue can be excluded as calibration and controls were acceptable. False high ldh values can occur if blood cells or cell debris are not properly removed in the pre-analytic sample handling process. Performance testing suggested there were issues with cell rinse. The investigation determined the issue is consistent with contamination and/or cell rinse issues. Medwatch fields d1, d2, d4, g1, and g4 have been updated.